Event description:
It was reported the touchscreen does not work. There was no patient involvement. The authorized service provider (asp) calibrated the touchscreen successfully. No parts were replaced, and no parts are expected to be returned back. The equipment is operational, and the system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Reporting address & institution/reporter phone # (B)(6).